Event description:
Patient has no pre-existing conditions. Post-tx, patient developed bilateral burn blisters that subsequently progressed to localized skin necrosis. Multiple surgical procedures were performed to completely remove the necrotic tissue. Patient is currently in the healing phase with regular wound care provided. Supportive medications (e.g., antibiotics, pain management, if applicable) were administered to prevent infection and promote healing.